Event description:
It was reported via a journal article that during a coronary artery stenting treatment procedure, stent deformation occurred. Access was obtained via the right femoral artery with a 6f non-bsc guide catheter and a non-bsc guide wire was advanced. The lad (left anterior descending) lesion was predilated with a 3mm compliant balloon and a 3.5x15mm promus element stent was placed with normal appearance of the stent post deployment. A 3.5mm non-compliant balloon would not advance into the stented segment and the proximal stent edge had been deformed by the balloon where wire bias caused contact between the tip of the balloon catheter and the stent struts. A 2.5mm balloon was successfully advanced into the stent and the stent was re-expanded. Final post dilation with a 3.5mm non-compliant balloon produced an excellent result. There were no reported patient complications. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
Device is a combination product. (B)(4). Article citation: williams, p.d, et al. (2011). Longitudinal stent deformation: a retrospective analysis of frequency and mechanisms. Eurointervention 2011. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).